Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving morphine (5.0 mg/ml at 0.3474 mg/day) via an implantable infusion pump. It was reported the patient had discomfort at the pump site. On (B)(6) 2016 the patient went to the emergency room with abdominal discomfort. The patient had a CT (computerized tomography) scan and was told he had "infection"; discomfort/sensation of swelling around the pump site and the patient wanted/desired an explant. The CT scan without contrast gave results of mild diverticulitis. The area over the pump reservoir was painful with palpation but no erythema or fluid collection noted. An ultrasound performed gave results of no evidence of fluid, infection, or any other problematic occurrence at the pump site. On (B)(6) 2016 the pump was decreased in preparation for explant. An intervention of therapy suspension was done on (B)(6) 2016. The outcome was noted as ongoing. The etiology was noted as possibly related to the device or therapy and possibly related to the implant procedure. The event outcome was noted as ongoing. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study reported the study exit date was (B)(6) 2016 and all products are now inactive.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study reported the issue was unresolved at time of study (B)(6) study closure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.